Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer used the original tandem charging supplies to resolve issue, allowing the pump to charge to 100%, and no further assistance was required.